Event description:
On may 18, 2011, the reporter/pharmacist contacted lifescan (B)(6) on behalf of the patient alleging that a one touch verio pro meter read inaccurately erratic. The patient reported blood glucose results of '216 and 152 mg/dl' with a lifescan meter performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for precision testing. The patient did not report any symptoms or treatment received because of the alleged issue. The patient did not have control solution for troubleshooting. The patient was sent replacement products. Based on the information provided, this complaint is being ruled out as MDR-reportable due to the following conclusion: the reporter claimed that a meter-to-same meter comparison was performed and the calculated difference of the reported results exceed lifescan's criteria for precision testing. There is no evidence, however, that the patient suffered a serious injury because of the alleged issue. The reporter denied that the patient developed any symptoms because of the alleged issue. The reporter also denied that the patient received treatment as a result of the reported issue.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.